Event description:
Possible removal of a margron-dtc hip replacement system. Repeated attempts to contact the revising surgeon for further info via email and phone; have received no responses.

Manufacturer narrative:
No further info has forthcoming on this case, after repeated attempts were made by the manufacturer to the revising surgeon. If additional info is received at a future date, a follow up report shall be made. As precautionary measure, portland has taken the margron-dtc system off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-dtc specific tools and components are necessary to perform revision on a margron-dtc implant.